Event description:
Report received from the USA stating that the bearings of the device were damaged. It is unknown if the device was being used during surgery. It is unknown if injury or medical intervention occurred. There was additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional is received, a supplemental MDR will be sent. Ref: (B)(4).